Manufacturer narrative:
Physio-control further examined the removed main keypad assembly and determined that the cause of the reported issue was extensive damage.  The only button that would function was the on button.

Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue.  Physio then replaced the device's main keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the only button on their device that works is the power button.  No other buttons would respond when pressed.  As a result, defibrillation would not be possible.  Additionally, the device would not pass a user test.   There was no patient use associated with the reported event.